Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse noted that blood was backing up into the patient's arterial line. Upon assessment it was found that while flushing the arterial line the tubing leaked from the junction of the tubing and the female luer. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the junction of the tubing and the female luer was confirmed. Visual inspection showed no damage or anomalies with the set or its components. Examination under magnification showed insufficient solvent at the engagement. Functional testing confirmed leaking at the engagement of the tubing and the female luer. The tubing measured within specification. The root cause of the leak is insufficient solvent application.

Event description:
The customer reported that the nurse noted that blood was backing up into the patient's arterial line. Upon assessment it was found that while flushing the arterial line the tubing leaked from the junction of the tubing and the female luer. There was no report of patient harm.